Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported issue. The central control monitor (ccm) passed all testing. Per data log analysis, on (B)(6) 2017 the system is powered up at 09:04:01 am, and a perfusion screen is opened at 09:04:21 am. At 09:37:02 am the abd is turned on (ccm still functioning). Pumps are started and stopped from the local pump interfaces (not the ccm). Pump speed are changed up to 11:32:29 am, but there is no way to tell if the speed was adjusted from the ccm or local controls. The system is power cycled while in the perfusion screen indicating the possibility the ccm touches were not functioning. The next time the log confirms the touch screen is functioning is on (B)(6) 2017. There is no definite indication of a problem in the log, but it is possible the touch screen stopped functioning. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). Per field service representative (fsr), customer called in to technical support. Troubleshooting help was given but it did not resolve the issue.

Event description:
It was reported that prior to cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not respond to touch but local controls on the pumps would respond to local control. As a result, an alternate device was employed. There was a delay in the surgical procedure, however there was no blood loss, nor adverse consequences to the patient. Per clinical review, just prior to the start of cpb, after the patient was heparinized and cannulated, the ccm lost the ability to be controlled and managed by touch. In order to attempt to regain touchscreen function of the ccm, the perfusionist powered down the aps-1 and re-booted. On re-boot the start up sequence went as far as the main splash screen, but the ccm remained unable to be controlled by touch. No perfusion screen was able to be selected and no safety systems or safety connections were available. Even though the cv surgeon was ready for cpb to be started, the decision was made to bring in a back-up hlm with an already assembled perfusion circuit. The patient was hemodynamically stable, but this complete system change out did delay the procedure by 30-40 minutes. The case was completed successfully, without associated blood loss and there was no harm observed.